Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the cutter device passed all operational specifications. The complaint was confirmed because device was returned with the attachment device and the burr device stuck together. During assessment it was observed that one of the two springs for the lock tabs in the attachment device had failed and was not pushing on the lock tabs to release the burr devices. It was further observed that both of the springs were out of place and deformed. It was determined that the cause for the springs to come out of place is due to the handpiece being ran without a cutter. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device was not working properly. During service and repair, it was observed that a cutter device was stuck inside the attachment device. It was not reported if there was any delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.